Event description:
It was reported the patient's parkinsons had progressed. The patient experienced visual disturbances, hallucinations, delusions and was admitted to the hospital. The patient was "on a lot of medications." The patient had not seen a dbs physician in over a year. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 product type extension product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2003 product type extension product ID (B)(4) lot# j0337392v implanted: (B)(6) 2003 explanted: product type lead. (B)(4).